Event description:
It was reported that patient presented with mental status change early morning of (B)(6) 2024 to the emergency department. The patient experienced with expressive aphasia with unknown time of origin but last known normal believed to be the day before (B)(6) 2024. There was no known fall or trauma. Initial computed tomography angiography (CT/cta) showed 5 cm left temporal bleed with surrounding edema; there was no obvious underlying vascular lesion or large vessel occlusion (lvo). Etiology was unknown differential diagnosis hypertensive, lesional, hemorrhagic conversion of underlying infarct, vascular lesion. Repeat head CT was performed 2 hours later because of vomiting, and it showed worsening hemorrhage with new acute subdural hematoma (sdh) and midline shift (mls) 9 mm (previously 3 mm). The patient had a suspected clot to the pump, with elevated powers/flows in (B)(6) 2023. Due to patient's multiple co-morbidities and high risk for surgery, decision was made to transition patient to comfort care at this time. Log files captured routine events, there were no notable alarm conditions or parameter changes. The patient then passed away on (B)(6) 2024. Suspected clot to the pump, with elevated powers/flows in (B)(6) 2023 was reported under manufacturer report number 2916596-2023-00469.

Manufacturer narrative:
Suspected clot to the pump, with elevated powers/flows in (B)(6) 2023 was reported under manufacturer report number 2916596-2023-00469. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as there is no product available for investigation. A specific cause for the reported events could not be conclusively determined through this evaluation, and a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. A review of the submitted log file found that the system appeared to be operating as intended at the fixed speed, and there were no other notable alarms active in the log file. It was reported that heartmate ii lvas, serial number (B)(6), would not be returned for evaluation. It was reported that the device operated as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists death, stroke, bleeding (perioperative or late), device thrombosis, and hypertension as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 6 (under "pump performance monitoring") states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mmhg should be considered adequate. Section 6 also outlines indications of pump thrombosis as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that the death was likely related to emboli from the left ventricular assist device (lvad), but the account was unable to determine definitively. The device operated as expected.